Event description:
Additional information received from reporter on 04/21/2022 for report mw5107217. Resmed refused to give detailed results and full disclosure for the test that they preformed on the CPAP machine. Reporter states that she has spoken to the supplier and resmed several times; she does not trust her current CPAP machine, she has requested that they provide her a new machine since the one that she was using was new when she found the particles that made her sick. She has had two visits to urgent care and has been seen by an ent. Reporter has had illness related to her CPAP and was given case number (B)(4) from resmed. Reporter does not trust the accuracy of the results and test performed by resmed and their decision to say that her machine is safe to use.

Event description:
Additional information received from reporter on 01-nov-2022 for mw5107217. Reporter calling, stating she "walked away" from her airsense 10 after experiencing problems, so she began using an older model CPAP while the airsense 10 was being evaluated. After many months of use of her older model CPAP, she took the "chip" from the device in so that she could obtain a historical report of the stored information from the device. When the information from this "chip" was accessed, many months worth of her sleep history data was missing, and "no one could explain why". This was troublesome to her. (B)(4) eventually contacted her on 24-aug-2022 to inform her that "they found nothing" after the airsense 10 was evaluated. She states that (B)(4) informed her that she would receive a new machine. On (B)(6) 2022, she was provided a new CPAP, an airsense 11; she states this machine was not provided by resmed, rather was provided by (B)(4), for which they took a financial loss. She is happy with her new machine and has experienced no issues.

Event description:
Pt states that she was using a resmed airsense 10 CPAP machine for 5.5 years without issue and was encouraged to get a new CPAP device as it would be covered by insurance. Pt states she received a new resmed airsense 10 CPAP machine on (B)(6) 2021 and had no issues until about (B)(6) 2021. Pt reports that she has been using the new CPAP the same way as her old device and has been following all the appropriate procedures. Pt states she began noticing small foreign particles in her water chamber and at first dismissed it to be caused by dust particles that could fall in while adding distilled water. Pt reports that she began seeing more particles in the water chamber through (B)(6) 2022 and that as of (B)(6) 2022 she saw 3-4 particles in the chamber after use. Pt states that she cleans the water chamber, has changed the filter and that there was nothing in the water but the next day after use she sees the granules of particles in the chamber. Pt reports that on (B)(6) 2022, she stopped using the new CPAP due to these issues and contacted resmed directly and alleges that they informed her to have the supplier contact them because particles should not be in the water chamber. Pt reports that the supplier wants her to send in her CPAP for evaluation and have not informed her about receiving a replacement. Pt notes that she spoke with a resmed supervisor omar nator, on (B)(6) 2022 and told him about how she had to stop using her new CPAP machine due to the breakdown of the device and the particles found in the water chamber. Pt states that she has been using her old resmed airsense 10 since (B)(6) 2022 without issue. Of note, pt states that on (B)(6) 2021 she was seen at an urgent care after feeling sick, thinking she had a sinus infection due to her being prone to them in the past. Pt reports she had headaches, forehead pressure and congestion and was given antibiotics which she stated helped her feel better. Pt notes that after finishing her antibiotics, her symptoms resumed and that she went again to urgent care on (B)(6) 2022 after feeling miserable with headaches and dizziness and given another 10 course of antibiotics. Pt states that she was seen on (B)(6) 2022 by her ent who alleges that he does not believe she was suffering from sinus infections. Pt states concern that if she has to send in her defective device that she is still making payments for that she should receive a new device. Pt alleges that the resmed supervisor informed her that he does not have authority to provide a new device and she has not heard back from resmed. Of note, pt states a representative of the supplier company alleges that they have never heard of foreign material in a CPAP machine. Pt states that the only resolution is to receive a new CPAP machine since this device has particles in the water chamber despite having a clean filter and water chamber.